Event description:
The customer stated that an initial elevated architect magnesium result of 61.5 mg/l was generated. The sample was repeated and a result of 20.8 mg/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
Initially the customer replaced the sample probe on the architect c4000 analzyer which did not resolve the discrepant result issue. Additional troubleshooting recommendations included manually cleaning the cuvettes. A follow-up with the customer indicated the issue was resolved by manually cleaning the cuvettes. The instrument service history was reviewed and no additional reports of discrepant results were noted. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the clinical chemistry magnesium reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.